Event description:
Boston scientific received information that latitude detected an alert for increased right ventricular (rv) impedance measurements. Additionally, noise was observed on the pace/sense portion of the lead. An invasive revision procedure was performed, and the rv lead was removed from the device header and reconnected. No further complications were observed.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.